Event description:
It was reported that this patient with a pacemaker does a lot of biking. It was noted that during biking the heart rate was 150 then drops to the lower rate limit. Technical services noted that likely the minute ventilation (mv) signal is saturated most likely from panting. Additionally, there was observations of noise on the non-boston scientific right atrial (ra) lead. Technical services discussed possible causes and provided programming options. The field representative reprogrammed the device and changed the mv vector to right ventricular (rv) from the right atrial (ra) and was recalibrated. At this time, the pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response. Please refer to the description for more information regarding the specific circumstances of this event.